Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 26.feb.2015, lot: f-17376, part: 03.037.021. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015; the surgeon experienced difficulty advancing the drill while drilling into the lateral cortex for blade insertion. Subsequently, the tip of a 10 mm cannulated tapered drill bit broke and retained in the bone. This was confirmed on x-ray. Radiographic images will not be available for submission. There was a 5 minute surgical delay reported with no patient harm. Procedure was completed successfully. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4) utilized to report unintended, intraoperative x-rays to confirm fragments. A product development evaluation was performed ¿ the device returned showed evidence of radial scarring on the drill tip, as well as a missing distal tooth that has appeared to have fractured. All features of the opening instruments must withstand a minimum torque of 20nm (static) without failure. This strength requirement is verified in a mechanical test. It was documented on october 20, 2015 that the device was returned on october 16, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.